Event description:
Loose patella was reason for revision.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported this patient was revised due to loosening. However, no clinical relevant documents were provided to conduct a thorough medical assessment. The surgeon suspected sheer forces disrupted the fixation and loosened the patella. The explanted component will not be returned. No further clinical/medical assessment is warranted at this time. The impact to the patient beyond the revision cannot be determined. This complaint will be re-evaluated if more information becomes available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.